Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during placement of mesh to the abdominal wall for a laparoscopic incisional hernia repair, the device misfired. After placing the first four tackers, the mesh fell down from the abdominal cavity. The tackers passed through the gaps of the mesh. The said mesh was re-fixed and still implanted to patient with the help of another device from a different manufacturer. There was no patient injury.